Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were dispatch through emergency room and hospitalized due to high blood glucose level on (B)(6) 2022. Customer¿s blood glucose level was 362 mg/dl at the time of hospitalization. Customer stated that insulin pump had crack and it was neither dropped or bumped. It was unknown that the auto mode feature was active at time of high blood glucose event. Customer was assisted with troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged cosmetic damage located at the insulin pump screen and visit to emergency room and was hospitalized for high blood glucoses found on (B)(6) 2022. Insulin pump was received with a minor scratched lcd window. No crack was noted during visual inspection. The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08680 inches. Successfully downloaded history files and traces using thus. Successfully uploaded insulin pump to carelink. Insulin pump was cut open to perform visual inspection and found corrosion on the vibrator assembly and battery tube assembly. No corrosion or moisture damage found on the electrical board 1, electrical board 2, force sensor and motor assembly noted. Force sensor zero offset within specification (24.5 milivolt). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. Cosmetic damage at the insulin pump screen was not confirmed. However, other cosmetic damage was noted. The insulin pump passed all the required testing. Unable to verify customer alleged for high blood glucoses. During visual inspection, corrosion was found on the vibrator assembly and battery tube assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom.

Manufacturer narrative:
Retainer ring black customer returned insulin pump for an alleged cosmetic damage located at the pump screen and visit to emergency room and was hospitalized for high bgs found on (B)(6) 2022. Device was received with a minor scratched lcd window. No crack was noted during visual inspection. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08680 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Device was cut open to perform visual inspection and found corrosion on the vibrator assembly and battery tube assembly. No corrosion or moisture damage found on the pcba1, pcba2, force sensor and motor assembly noted. Force sensor zero offset within specification (24.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. Cosmetic damage at the pump screen was not confirmed. However, other cosmetic damage was noted. Device passed all the required testing. Unable to verify customer alleged for high bgs. During visual inspection, corrosion was found on the vibrator assembly and battery tube assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.